Event description:
Staff opened a catheter package and noticed that the catheter material appeared faded and cracked. They did not use the catheter and chose another product that passed a visual inspection.